Manufacturer narrative:
The reported complaint of a quattro catheter (lot #166228) balloon leak was confirmed during functional testing. A bonding leak was observed at the proximal end of medial 1 balloon during console warming testing. The probable root cause of the reported complaint could be a latent defect at the bond. Visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the catheter's luer tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. No leak was observed. An additional functional test was performed. The returned catheter was connected to the known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was observed. The catheter was also tested on the console system, running in the max warming mode with a target of 37°c. After 20 minutes, a bonding leak was observed at proximal end of medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the quattro catheter with lot number 166228. (B)(4), reported on (B)(6) 2021, a bonding leak was observed at the proximal end of medial 1 balloon.

Event description:
During ivtm therapy, the hospital nurse noticed that the saline bag was running low and the thermogard ivtm system generated an air trap alarm. The nurse re-primed the console with the same saline bag since it was not completely depleted, and shortly after, nurse noticed the saline bag continued to decrease and that the red pinwheel on the start-up kit was spinning intermittently. The quattro catheter (lot #unknown) was removed from the patient and the customer noticed a pinhole leak from the balloon when flushing the port. At that point, the patient's temperature target could not be achieved where it was set. The catheter insertion was smooth and dwell time was 3-4 hours. The customer was able to clear the "air trap" message and the thermogard is functioning properly. Treatment was continued using surface blankets. No consequences or impact to the patient.